Event description:
It was reported that an occlusion alert occurred on an ilet system while the user was wearing a 6 mm, 23" infusion set, and the alert was resolved after the user changed the infusion set and tubing per troubleshooting and education guidance. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included user troubleshooting focused on the infusion set and insulin delivery path. Investigation of this case revealed that the device detected increased delivery pressure consistent with an occlusion within the insulin pathway, likely at the infusion set or tubing, which resolved with supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or tubing occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.